Manufacturer narrative:
Follow-up #1: date of submission 02/01/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/13/2017 with the following findings: black box shows no evidence of "no power" event however one cs 054 error was observed in the bb on complaint date. The pump powers with returned battery cap. Battery cap is able to fully tighten. Battery cap measures within specifications. The battery compartment is intact. "Audio bolus" button cover is torn. Bolus button is responding. A 24 hour basal program was run with returned battery cap. No reboot, loss of power or call service alarms duplicated. A "no power or cs 054" event was not duplicated during investigation. Removed pump case. Evidence of moisture contamination inside pump on battery canister and pcb components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.